Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump for non-malignant pain. It was reported a motor stall occurred and surgical intervention was planned, but had not been scheduled. The patient's status was "alive-no injury¿ and the patient¿s weight at the time of the event was 105 pounds. The patient¿s medical history was asked and would not be made available (legal/confidential reason). Additional information was received from a company representative (rep) on (B)(6) 2018 indicated they became aware of the motor stall on (B)(6) 2018 and it was unknown when the motor stall occurred. The patient experienced withdrawal and it was unknown if any troubleshooting was performed related to the motor stall. It was noted the device would be replaced, but it was unknown when surgical intervention was planned for. The surgery had not been scheduled yet. The rep would follow up for more information. It was also unknown if the motor stall was resolved or what the patient¿s outcome was. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative (rep) indicated the pump was discarded. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative (rep) indicated she did not remember who initially reported the event to her. The pump was explanted on (B)(6) 2018 and replaced with a flowonix device. The rep did not have the device in her possession and did not know if the healthcare provider (hcp) had discarded or planned to return the pump. No further complications were reported/anticipated or expected.